Event description:
Information received with return of the device does not address the patient's clinical status but notes that during the implant procedure, the ventricular output intermittently failed. Therefore, a new device was placed.